Event description:
This is a report about failure to disengage the safety mechanism of bd nexiva¿ closed IV catheter system. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: after venipuncture, the hcp attempted to decouple the needle but it failed, which required re-venipuncture.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This is a report about failure to disengage the safety mechanism of bd nexiva¿ closed IV catheter system. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: after venipuncture, the hcp attempted to decouple the needle but it failed, which required re-venipuncture.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 26-may-2022. Investigation summary bd received a 22 gauge nexiva unit from lot 1305465 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found. Our quality engineer visually inspected the returned unit and observed that the device was fully retracted and not decoupled from the wing adapter. The v-clip and tip shield assembly did not appear to have any visible damage. It was also noted that the winged adapter was unable to move in any direction which most likely indicated that there was adhesive between the adapter and tip shield. Upon twisting and pulling the winged adapter, a snap was heard then the two components were able to become separated. Upon microscopic inspection of the tip shield, adhesive residue was found. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing related defect caused by misplaced adhesive on the adapter.